Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity and stiff man's syndrome. It was reported the patient experienced failures of delivery failure and pump failure which were under investigation. The patient had injuries of failure of therapy, spasticity, pain, and surgery. The date of injury was noted as (B)(6)2017. The pump explant was pending. No further complications were reported.